Event description:
On (B)(6) 2014, salter labs became aware of a death of a patient in the (B)(6). The patient was reportedly using a salter lab humidifier connected to an invacare oxygen concentrator. The humidifier was reported to have been bubbling, but the cap was improperly engaged, and screwed and tightened, onto the bottle, which may have resulted in a leak. Salter labs has requested that the humidifier be returned to salter labs, or otherwise be made available for our inspection.